Manufacturer narrative:
Disabled 2k2 settings; monitoring ongoing. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system hung up during an emergency case, causing a 10-second delay in exposure on an allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.